Event description:
It was reported that the insulin pump experienced off no power. Customer's blood glucose reading was 102 mg/dl. Customer was unable to troubleshoot because the insulin pump is not present. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.